Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was in the leg and was not working. The nurse realized that the power cord was not pushed in (plugged in) all the way. Upon fully plugging in the power cord, the device started firing and glowing in the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. It was also reported that the green housing on the hemopro cable came off. The hospital follows recommended sterilization procedures for the cables.